Event description:
The core impaction drill was sent for eval due to overheating during a procedure, which was completed with the same device without any clinically significant delay, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection observed corrosion damage within the internal components of the device.